Event description:
Boston scientific received information that this patient has been experiencing syncope with 3-4 seconds of asystole, elevated threshold measurements and no capture despite increased device outputs. Today, testing noted no capture when the patient rolled onto his right side. However, impedance and threshold measurements were stable and no noise was noted. The caller stated that this patient has fallen in the past and is also undergoing radiation treatments which could be affecting the cardiac tissue.

Manufacturer narrative:
A boston scientific technical services consultant suggested checking unipolar impedance measurements just to confirm stable numbers. The caller will discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.